Event description:
The physician intended to implant a 3.0 mm diameter x 18 mm length resolute integrity rapid exchange (rx) drug-eluting stent to treat a lesion in the cx with severe calcification and 95% stenosis. The target lesion was pre-dilated twice using a 2.5 x 15 mm balloon, up to 16 atm's. The stent would not cross the target lesion and was removed from the pt. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval, results: (severe calcification, 95% stenosis), (stent damage, failure to deliver the stent). Eval, conclusions: (severe calcification, 95% stenosis). Eval summary: the device was returned to the mfg facility for eval and damage to the stent was observed. A number of struts on the 1st proximal segment and 4th distal segment were raised and pulled distally. A number of struts on the 9th, 10th and 11th proximal stent segments were deformed and misaligned. The distal tip was partially flattened and frayed. The proximal balloon folds were partially opened and disturbed. Review of the cine images confirmed the difficult nature of the target lesion. The attempted delivery and subsequent withdrawal of the device was not captured on the cine images. Please note that this device (B)(4) is distributed outside the us; however, it is similar to the us distributed product - (B)(4).